Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the six week post new device implant follow-up, this chronic right ventricular lead was noted to be exhibiting loss of capture and oversensing. Pacing inhibition was noted however the patient only reported symptoms of dizziness. Noise was unable to be recreated during the office visit and technical services has reviewed the information stating an x-ray would be beneficial however it was likely a lead integrity issue. To date, no intervention has been performed. The associated device was reprogrammed to reduce the observed oversensing. Subsequently, both this device and associated lead were explanted and replaced, as root cause was unable to be determined. The device was later returned for analysis. No procedural adverse patient effects were reported.